Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The rptr, the pt's mother, reported there were air bubbles in the insulin cartridge and the o-ring became dislodged. During the past seven days, the pt had obtained elevated blood glucose readings ranging from 200 mg/dl to 300 mg/dl. The pt experienced the symptom of being tired, and was negative for ketones. The pt did not seek any medical attention. Troubleshooting revealed there was no leak or moisture in the cartridge compartment, and that the pt used refrigerated insulin instead of allowing it to warm to room temperature. There was no adverse event associated with this issue.